Manufacturer narrative:
The albumin reagent lot number and expiration date were not provided. The calcium reagent lot number was 81494101 with an expiration date of 31-oct-2025. The glucose reagent lot number was 79645601 with an expiration date of 31-jul-2025. The phosphorus reagent lot number and expiration date were not provided. The field service engineer found an issue with a solenoid valve. He replaced valves, performed decontamination of the solution and valve flow paths, cleaned additional valves, replaced the heat cut filter, primed the flow paths, and performed a bath exchange. He performed calibration, qc, and precision testing. A cell blank was successful. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas c503 analytical unit. Patient (B)(6): the initial albumin (alb bcg gen.2) result was 3.49 g/dl and the repeat result was 2.86 g/dl. The initial calcium gen.2 result was 2.64 mg/dl and the repeat result was 7.77 mg/dl. The initial glucose hk gen.3 result was 53.9 mg/dl and the repeat result was 91.8 mg/dl. The initial phosphorus (phosphate (inorganic) ver.2) result was 0.473 mg/dl and the repeat result was 1.65 mg/dl. Patient (B)(6): the initial calcium result was 3.01 mg/dl and the repeat result was 7.85 mg/dl. The repeat results were believed to be correct.